Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. Failure analysis was unable to verify lost sensor alarm due to motor error alarm. Motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose was under 200 mg/dl. Customer also reported a lost sensor alarm occurring. The customer could not recall any significant events leading to the alarms. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.